Event description:
It was reported that two xience stents were deployed in the mid left anterior descending artery (lad). While performing intravascular ultra sound (ivus) for the seventh time the ivus catheter became caught in the xience 2.5 x 28 stent and could not be removed. In an attempt to separate the ivus catheter from the stent, the ivus catheter was pushed, but the device was still caught in the stent. After attempting to remove the ivus from the stent for approximately 4 hours, the attempts were unsuccessful and the patient was taken to surgery. During surgery the ivus catheter was removed and the xience stent remained implanted. Though requested, no additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.